Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is completed.

Event description:
The account generated inconsistent architect estradiol results for a patient. The inconsistent architect estradiol results occurred between neat versus diluted processing. No impact to patient management was reported. Data provided: patient 2 architect estradiol = 500 pg/ml (neat), 500 pg/ml (autodilution), >1000 (manual dilution).